Manufacturer narrative:
Device evaluation: the manufacturer¿s field service engineer confirmed the reported issue. All the codes indicated the information from the da (data acquisition) board is not getting to the cpu (central processing unit) board. Resolution and disposition: data acquisition board to motor controller cable was replaced and motor controller retention bracket was attached.

Event description:
The customer reported the v60 unit displayed occurrence of vent inop alarm when unit was started up. There was no patient involvement.